Event description:
It was reported that a patient presented remotely. Upon examination of the transmission, the patient's pacemaker was found to have exhibited a diagnostic anomaly. No intervention was reported. No patient consequences were reported.

Manufacturer narrative:
The reported events of no updated battery data and discrepancy in longevity measurement were confirmed. The battery measurements were probably interrupted by the daily remote sessions, resulting in the measurements being postponed. An rf lockout did not occur because the firmware did not interpret postponed measurements as invalid. The discrepancy of the longevity values was due to merlin.net implementation and use of the older programmer software.